Event description:
The patient reported experiencing pain after 6 hours of treatment. The patient was advised to do a time test, starting at 5 hours for 2 days. No further consequences were reported.

Manufacturer narrative:
A: patient information: the date of birth and age of the patient are unknown. B3: as the day of the event is unknown, the event date is estimated as june 2026. Attempts have been made for additional information; however, no further information has been provided. Without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.